Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Although the user reported that achromobacter xylosoxidans were detected twice in culture tests on the subject device, they did not provide the results. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is anyosime and the automated endoscopic reprocessor (aer) used is medivators isa cantel. All channels were aspirated and flushed with water. The aer detergent is isoclean and the aer disinfectant is isospor. The manual detergent is anyosime and the manual disinfectant is isoclean. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using batrik mh-507 and maj 1888 manual brushes. The storage practice is using a simple drying cabinet with the scopes hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no growth was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the forceps elevator lever rotated concurrently, the adhesive on the bending section rubber was cracked, and the bending angle in the up direction was out of standard. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii gastrointestinal videoscope tested positive twice for achromobacter xilosoxidans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.